Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2015, the patient underwent surgical revascularization of the aortic branch vessels, including bypass of the left common carotid and left subclavian arteries. The patient was then implanted with two conformable gore® tag® thoracic endoprostheses to treat a thoracic aortic aneurysm. The proximal endoprosthesis (tgu454515j/13166119) was placed at the distal origin of the innominate artery. The patient tolerated the procedure. On unknown date, a follow-up computed tomography scan reportedly revealed a proximal type I endoleak. According to the report, the thoracic aneurysm had become enlarged (amount unknown) and the proximal end of the stent graft system had migrated distally (distance unknown). On (B)(6) 2018, the patient underwent a re-intervention procedure whereby a gore® excluder® contralateral leg component was placed in the innominate artery using a ¿chimney¿ technique, and an additional conformable gore® tag® device was placed to extend the stent graft system proximally. A final procedural angiograph revealed the proximal type I endoleak was resolved. The patient tolerated the procedure.